Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak issue appears to be related to the disconnection between the stopcock and device. The air embolism was due to the leak and air embolism is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the air embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While performing the leaflet insertion assessment prior to deployment, it was noted the 3 way stopcock disconnected from the cds, resulting in an air embolism. Aspiration was performed and the procedure continued. The clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.